Event description:
Pt tested blood glucose on suspect device and it was 417 mg/dl. Pt was advised by nurse to take 10 extra units of humalog at 11am. 45 minutes later pt had an insulin reaction. Paramedics were called and pt was given glucose, taken to the hospital and given an intravenous.